Event description:
It was reported that the tandem provided charging cable was damaged and nonfunctional. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump successfully with a secondary charging cable.